Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during set-up, the arterial filter leaked. The product was changed out. There was no pt involvement as this occurred during set-up. The surgery was completed successfully.

Manufacturer narrative:
Terumo cardiovascular systems did not receive the actual device; however, an investigation was conducted on a retention sample and no leakage was detected. The most likely cause of the leakage is damage that occurred during shipping and handling post production. (B)(4).